Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient extended infusion set tubing got detached during use on (B)(6) 2024. The extended infusion set was in use for 1 day. The extended infusion set was inserted in right side of abdomen. No further information available.